Event description:
Hospital reports opening box in lab and finding the outer packaging of an encore advantage kit damaged on one corner, thereby compromising sterility. The package was returned for evaluation. It was not used on a pt.